Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed the actuator is sticking out of the insertion needle. Further evaluation using a stereo microscope confirmed t1 and human matter are lodged under the actuator. The insertion needle is bent. The condition of the device indicates it was bent during use causing the actuator to ride over t1 resulting in the observed damage. Per the device IFU 10600499 under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Further investigation is not warranted at this time

Event description:
It was reported: the second t´s not triggered. No patient injury or complications were reported.